Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - the actual device was not analyzed. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. We did receive performance data collected from the device and have analyzed the data. Noise and high ventricular impedance were noted on the data disc review.